Event description:
It was reported that the user experienced recurrent nocturnal low blood glucose, including a documented value of 55 mg/dl in the early morning, and has been pausing insulin when glucose trends down near 100 mg/dl; blood glucose at the time of contact was 135 mg/dl. Customer care provided support that included assignment for additional training. Investigation of this case revealed cause of hypoglycemia was unclear. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose. It was concluded that the event involved low glucose with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.